Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for sustained ventricular arrhythmia. The patient was treated with electrical (dc) cardioversion. The doctor believed the relationship between the device and the event was unrelated due to their primary disease.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia cannot be conclusively determined through this investigation. The patient remained ongoing on (B)(6) until they underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2022 (refer to manufacturer report number 2916596-2022-11128 for evaluation). Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer's investigation conclusion.

Event description:
It was reported that the patient was also treated with rehydration therapy.